Event description:
It was reported that the right ventricular lead exhibited noise. No intervention was performed. There were no patient consequences.

Event description:
New information noted that the right ventricular lead exhibited noise and low pacing impedance. The lead was explanted and replaced on (B)(6) 2026. The patient was discharged.